Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval, the battery was found to have a bent connector pin. Pin 4 was bent and prevented the battery from successfully communicating with the charger/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. No adverse event resulted from the defective battery. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that one of her batteries will not charge when placed on the charger. It was also reported that this battery does not appear to be fully seated while in the charger. Support issued the pt a replacement battery pack.